Manufacturer narrative:
During troubleshooting on the phone, dario's representative instructed the user to open a new cartridge of strips and test his bg level, which he did and he received a reading of 98 mg/dl, which the user stated is a normal bg reading for him. A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, dario's representative followed up with the user. The user's dario meter was tested with control solution and a new cartridge of strips: the meter read within range for both tests. Control solution level 1 test results was 142 mg/dl (range 109-157 mg/dl) control solution level 2 test results was 228 mg/dl (range 189-272 mg/dl). In addition, the user reported that since receiving the new cartridge of strips, he has been receiving bg readings that are in range for him. There is not enough information available regarding the old dario strips to investigate. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported receiving in a span of five minutes, the following bg readings from his dario meter: 114 mg/dl, 97 mg/dl, 112 mg/dl, 97 mg/dl, and 108 mg/dl.